Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), alopecia ("hair loss") and tooth disorder ("dental problems"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, headache, migraine, alopecia and tooth disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding,other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event. New events added: pelvic pain, abdominal, back pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, headaches, migraine, hair loss, dental props and tubal patency. Event outcome were added. Reporter information were updated. Lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included body mass index normal, back pain, hyperlipidemia and uterine bleeding. Current weight 185 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included flank pain, pain in arm, post coital bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pruritus ("rashes or skin conditions type: infalmmed. Irritated, itchy skin"), dermatitis ("rashes or skin conditions type: infalmmed. Irritated, itchy skin") and skin irritation ("rashes or skin conditions type: infalmmed. Irritated, itchy skin"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: de12ression and anxiety") and anxiety ("psychological or psychiatric problems condition: de12ression and anxiety"). In 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: consti12ation; acid reflux, hair loss") and constipation ("gastrointestinal or digestive system condition type: consti12ation; acid reflux, hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), migraine ("migraine"), alopecia ("hair loss"), tooth disorder ("dental problems"), allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to nickel"), coital bleeding ("bleeding when I have sex") and panic attack ("panic attacks"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, headache, migraine, alopecia, tooth disorder, vaginal haemorrhage, allergy to metals, depression, weight increased, gastrooesophageal reflux disease, constipation, pruritus, dermatitis and skin irritation had resolved, the fatigue and anxiety was resolving and the coital bleeding and panic attack outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, coital bleeding, constipation, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, panic attack, pelvic pain, pruritus, skin irritation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding,other injuries/sympt 2 essure coils on right and 1 on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: occluded bilateral fallopian tubes. Imaging procedure - on (B)(6) 2011: left occlusion only. Pathology test - on (B)(6) 2014: negative for intraepithelial lesion or malignancy. Ultrasound pelvis - on (B)(6) 2019: presence of essure implant contraceptive , abnormal uterine bleeding. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fatigue, dyspareunia, dysmenorrhea, anxiety, depression lot number: 50529422 manufacture date: 2010-06 expiration date: 2013-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-may-2020: social media content received: reporter added, events: bleeding when I have sex, panic attacks were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included body mass index normal, back pain, hyperlipidemia and uterine bleeding. Current weight 185 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included flank pain, pain in arm, post coital bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pruritus ("rashes or skin conditions type: infalmmed. Irritated, itchy skin"), dermatitis ("rashes or skin conditions type: infalmmed. Irritated, itchy skin") and skin irritation ("rashes or skin conditions type: infalmmed. Irritated, itchy skin"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: de12ression and anxiety") and anxiety ("psychological or psychiatric problems condition: de12ression and anxiety"). In 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: consti12ation; acid reflux, hair loss") and constipation ("gastrointestinal or digestive system condition type: consti12ation; acid reflux, hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), migraine ("migraine"), alopecia ("hair loss"), tooth disorder ("dental problems") and allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to nickel"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, headache, migraine, alopecia, tooth disorder, vaginal haemorrhage, allergy to metals, depression, weight increased, gastrooesophageal reflux disease, constipation, pruritus, dermatitis and skin irritation had resolved and the fatigue and anxiety was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, constipation, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, pruritus, skin irritation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding,other injuries/sympt 2 essure coils on right and 1 on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: occluded bilateral fallopian tubes. Imaging procedure - on (B)(6) 2011: left occlusion only. Pathology test - on (B)(6) 2014: negative for intraepithelial lesion or malignancy. Ultrasound pelvis - on (B)(6) 2019: presence of essure implant contraceptive , abnormal uterine bleeding. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fatigue, dyspareunia, dysmenorrhea, anxiety, depression most recent follow-up information incorporated above includes: on 8-oct-2019: pfs & mr received: lot number and events onset date were added. New events vaginal bleeding, sensitivity to nickel, depression, anxiety, weight gain, constipation; acid reflux, inflamed, irritated, itchy skin were added. Updated outcome of all events to recovered/resolved and anxiety, fatigue to recovering/resolving. Reporters, medical history, lab data and concomitant condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50529422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". The patient's medical history included body mass index normal, back pain, hyperlipidemia and uterine bleeding. Current weight 185 lbs. Previously administered products included for an unreported indication: mirena. Concurrent conditions included flank pain, pain in arm, post coital bleeding and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pruritus ("rashes or skin conditions type: infalmmed. Irritated, itchy skin"), dermatitis ("rashes or skin conditions type: infalmmed. Irritated, itchy skin") and skin irritation ("rashes or skin conditions type: infalmmed. Irritated, itchy skin"). In 2015, the patient experienced depression ("psychological or psychiatric problems condition: de12ression and anxiety") and anxiety ("psychological or psychiatric problems condition: de12ression and anxiety"). In 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: consti12ation; acid reflux, hair loss") and constipation ("gastrointestinal or digestive system condition type: consti12ation; acid reflux, hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), headache ("headaches"), migraine ("migraine"), alopecia ("hair loss"), tooth disorder ("dental problems") and allergy to metals ("allergic or hypersensitivity reaction type: sensitivity to nickel"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, headache, migraine, alopecia, tooth disorder, vaginal haemorrhage, allergy to metals, depression, weight increased, gastrooesophageal reflux disease, constipation, pruritus, dermatitis and skin irritation had resolved and the fatigue and anxiety was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, constipation, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, pruritus, skin irritation, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding,other injuries/sympt 2 essure coils on right and 1 on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: occluded bilateral fallopian tubes. Imaging procedure - on (B)(6) 2011: left occlusion only. Pathology test - on (B)(6) 2014: negative for intraepithelial lesion or malignancy. Ultrasound pelvis - on (B)(6) 2019: presence of essure implant contraceptive , abnormal uterine bleeding. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fatigue, dyspareunia, dysmenorrhea, anxiety, depression lot number: 50529422, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.